Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patients trial lead had migrated resulted to an inadequate stimulation. The patient underwent a lead replacement procedure.

Manufacturer narrative:
Correction to the initial MDR in field d4. Field should have been: (B)(4).

Event description:
A report was received that the patients trial lead had migrated resulted to an inadequate stimulation. The patient underwent a lead replacement procedure.